Event description:
N/a.

Manufacturer narrative:
Sample was received for evaluation. -the position of the cam when valve was received was at setting 4. -the valve was visually inspected; the needle guard was raised, needle holes in the needle chamber were noted as well as silicone cut/torn around the siphon guard. -the valve was hydrated per internal procedures -the valve was flushed per internal procedure occlusion was noted due to the raised needle guard. -the needle chamber was dismantled. -glue traces were noted on the needle chamber base, and the needle guard base was bent. -cut/scratch marks were noted on the siphon guard. -the root cause for the occlusion is due to the raised needle guard. -the root cause for the raised needle guard disc is due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. -the root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas valve was obstructed and was revised. The valve was implanted in the middle of may. The doi and the initial setting are unknown. Then it was confirmed that the valve was obstructed. However the surgeon set the setting higher in error. So the setting was changed lower and the patient became under monitoring. After setting was lowered, it was confirmed that the valve was still obstructed. Therefore a revision surgery was performed with another valve (competitive device). Now the patient is under monitoring and well.